Manufacturer narrative:
The hillrom technician found the hand pendant controller needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant controller to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the head of the bed would intermittently raise on its own (self run). The bed was located in 3 east at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).